Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were not working anymore. The customer blood glucose level was 224 mg/dl. The customer reported that the up arrow button was not working. The customer also reported that the time was advancing. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.